Event description:
It was reported that during a low anterior resection procedure, the circular stapler was fired, but after that, surgeon couldn`t open the instrument. Head of the stapler was jammed and when they tried to remove the instrument, they tore anastomosis and removed the stapler. After that they manually performed anastomosis. Procedure prolonged 30 minutes.

Manufacturer narrative:
(B) (4); a baxter service technician evaluated the pump and could not confirm the customer reported condition of "select button was not working on channel a" due to a defective keypad, internal circuit. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. There is an ongoing CAPA investigation, CAPA-(B) (4) that is associated with this report.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.

Manufacturer narrative:
(B) (4)

Event description:
During the evaluation on original complaint, the select button was not working on channel a. The failure code occurred after patient therapy in the ICU. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available. Uim master software versions with a software configuration number ending in (B) (4) will be categorized as unremediated.

Manufacturer narrative:
(B) (4)during service, the "select button was not working on channel a", however, evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available.